Event description:
The customer reported that the system experienced error messages and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The emi box and keyboard cable harness were evaluated and replaced. The system was tested and found to be working as intended and returned to service.